Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that when the pump is powered on, it runs and freezes up and then goes to a blank screen. No patient injury reported.

Manufacturer narrative:
Device evaluation: tamper seals are intact. Cracked bottom case. No alarms in event history log relating to reported problem. Power up process, visually inspected all the boards, ran occlusion test which passed. Cannot duplicate frozen blank screen. Found no visible damage to any boards. The power up self-test passed, and the pump was operating as intended. No repair needed for reported problem since no problem was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.